Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 04/08/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, d9, h4 investigation summary ==> according to the information received, it was reported that the breakage suture when sewing during the surgery for excavation of uterine fibroids. Changed another one to complete the surgery. The product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code sxpp1a400 was received for evaluation, the swage and attachment area was noted to be as expected, the tip was noted bending and the original curvature of the needle was distorted by use. Body fluids and damage was noted in some barbs and the fixation tab and part of the suture was cut appears to be by use of the surgical instrument. The section of the fixation tab was not received for evaluation. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records couldn't be reviewed as the batch number is unknown additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Corrected information: d3, g1

Manufacturer narrative:
(B)(4). Device not returned. Additional information was requested and the following was obtained: could you please provide lot number? Unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - (B)(4). Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength = 2360 g/m.

Event description:
It was reported that a patient underwent an excavation of uterine fibroids procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the suture broke when sewing during the surgery for excavation of uterine fibroids. Another like device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.